Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/17/2024 it was reported by a sales representative via (B)(4) that an rar-8943s ankle fracture systems depth gauge broke. This occurred during a case. No additional information was provided, and additional information has been asked.

Event description:
On 06/19/2024, additional information was reported by the sales representative via email who stated that the procedure performed was an ankle fracture. All fragments were contained inside the depth gauge. Another ankle fx set was opened to get another depth gauge to finish the case. No photos or videos were taken.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.